Event description:
1. The only info provided to alaris is from the customer's medwatch report which states "oxytocin was programmed to be delivered via infusion pump at 36 ml/hr. Machine actually set at 366 ml/hr. Not detected till 25 minutes later." Infusion was stopped when rate was detected, no medical intervention was reported. No other incident specific info has been provided by the customer. 2. No failure analysis has been performed, the device had not been sent in for investigation. 3. Copies of available documents provided with this report. 4. See #2. 5. Current pt status is not known, however, in follow-up phone call, customer stated no medical intervention was required for this event. Based on info provided by the customer, the event described in the medical device report is considered to be the result of user programming. The incident described is one in which the user inadvertently programmed an infusion rate of 366 ml/hr instead of the intended rate of 36 ml/hr. In order to accomplish this the user had to key in the 6 key twice, whether intentionally or inadvertently. During this sequence the device would have beeped for each key entry (a total of 3 beeps), and would have displayed the number 366 ml/h on the display. The user would then have had to press the 'enter' key whereupon the number would again be displayed on the led display. The user would then have had to press the 'run' key in order to begin the infusion. The sequence is contained in the event logs of the pump. In every case investigated the pumps have performed as designed, warning the user with audible alerts, providing numeric feedback and requiring multiple confirmations prior to starting the infusion. Review of the complaint files reveals the following: during the past 5 years there have been a total of 59 complaints for overinfusion related to the signature edition pump. Detailed examination of the investigation files indicates that 8 of these overinfusions were caused by duplicate key entries as described in this complaint, with 7 of the 8 occurring at a single institution.

Event description:
Oxytocin was programmed to be delivered via infusion pump at 36 ml/hr. Machine actually set at 366 ml/hr. Not detected till 25 minutes later.